Event description:
It was reported that, back in (B)(6) 2020, the patient had a shock, had the a red call doctor alert appear on the communicator, and then went in an ambulance to the hospital. The device and leads remain in service. No additional adverse patient effects were reported.